Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with a possible endoleak type 1b that was confirmed from the CT scan. The leak appears to be coming from the right iliac limb. The plan will be to do a secondary procedure by adding an iliac limb extension that will be scheduled for (B)(6) 2018. The initial case date was done (B)(6) 2017 (1 year ago). No further information was provided.

Event description:
The secondary procedure was completed on (B)(6) 2018. The type ib endoleak was successfully resolved with the placement of an ovation iliac limb extension (22x45mm). No additional patient sequelae has been reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; type 1b endoleak. The complaint is most likely anatomy related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The off label right common iliac angulation likely contributed to this event. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system suspect medical device is bifurcated stent.